Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) used up to five years of the battery life just for the first three months. The physician made adjustments and now the device has about three years remaining longevity. The device remains in service. No adverse patient effects were reported.